Event description:
Additional information was received from the patient. The reason for call was patient said they don't think the device is working because they are not getting a 50% reduction in symptoms. Patient said the first few days it felt like it was working but then the urine started right back. Reviewed how to increase stim. Patient was able to successfully increase stim to a comfortable level. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the ins therapy was not working for them. They tried every level of therapy but their baseline symptoms of urinary urgency worsened over time and the therapy just was not effective for them. There was nothing wrong with the device but patient wishes to have it removed at this time. Redirected to their healthcare provider (hcp).

Event description:
Additional information was received from the patient. They called back regarding previously reported issue. Patient stated that they "have had the device for a long time, and have tried every setting there is, and there's absolutely no relief and it's out of control". Patient confirmed trying all the programs on their therapy. No troubleshooting was made, as patient does not have the external device during the call. Agent redirected the patient to the hcp to further address the issue. On (B)(6) 2025, the patient called back and reiterated they'd tried every program and nothing was helping. Reviewed potential for having additional programs added and redirected patient to follow up with their healthcare provider (hcp) to further address the issue, also noting if needed, the hcp could page a manufacturing representative (rep). Patient to reach out to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.